Event description:
The implant card was received confirming the generator was explanted on (B)(6) 2012. It was reported that the ifi flag = yes and that the lead impedance was ok following generator replacement. Further follow-up revealed the generator was discarded during the surgery and will not be returned to manufacturer for analysis.

Event description:
It was reported on (B)(6) 2012 that the patient was scheduled for surgery. The generator replacement surgery occurred on (B)(6) 2012. Attempts for product return are in progress, but the explanted device has not been received by the manufacturer to date.

Event description:
The patient was referred for generator replacement, and clinic notes from the neurologist dated (B)(6) 2012, indicated the patient had experienced an increase in seizures. It was indicated that after interrogating the generator, it showed it was ifi=yes, indicating the battery was nearing end of service. (Previously on (B)(6) 2012, the ifi=no and no vns setting changes were made.) It was indicated that the physician would first check for infection, and then the generator would be replaced. Then on (B)(6) 2012, it was also noted that the patient was having some days with several seizures on the same day. Then, the patient was ill which caused an increase in seizures. Of note, portions of the clinic notes were illegible. In addition, the clinic notes were stamped to be from a cardiovascular center. The clinic notes also mention an increase in seizures on (B)(6) 2012, however this will not be investigated as the physician attributes it to a change in medication. Attempts for additional information from the neurologist regarding the increase in seizures in (B)(6) 2012 have been unsuccessful to date.